Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer said one of the spokes the front caster on the wheelchair is cracked.